Manufacturer narrative:
Asfour, l, et al. ¿a case of acute generalized urticarial reaction to dermal fillers requiring inpatient admission .¿ british journal of dermatology, vol. 181, july 2019, pp. 87¿87. (B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article: ¿a case of acute generalized urticarial reaction to dermal fillers requiring inpatient admission .¿: a patient was injected with unspecified juvéderm fillers in the chin and periorbital botulinum toxin a injections by an aesthetic nurse. Four hours later, the patient presented to the a&e with angio-edema and generalized pruritus. The patient's lower lip developed bruising and blistering. Patient was given an anaphylaxis protocol and an ear, nose and throat performed laryngoscopy that was normal. Patient was then discharged with prednisolone and chlorphenamine. About 8 hours later, the patient returned to the a&e with a widespread generalized urticarial rash involving the face and whole body. Patient had significant hand, ongoing periorbital and facial oedema. The lip swelling had subsided. Patient also had associated fatigue but no infective symptoms. On examination, the patient had a generalized symmetrical annular rash with urticated plaques involving their whole face and throughout their body. Patient had a single erosion on their lower lip but no other mucosal involvement. Patient remained afebrile during the admission. Patient was started on IV hydrocortisone and chlorphenamine. The rash fully resolved within 48 hours of receiving a weaning down regimen of prednisolone and fexofenadine.